Event description:
This report is being filed after the review of the following journal article: littlefield, c.p., drake, j. H., and egol, k.a. (2022), outcomes following fracture fixation with the equinoxe® proximal humerus plate: an improvement over philos®?, european journal of orthopaedic surgery & traumatology, vol. 32, pages 733¿738 (USA). The purpose of this study is to compare patient outcomes between the equinoxe® (exactech, (B)(4)) proximal humerus locking plate and the philos® (synthes, (B)(4)) proximal humerus locking plate. Between febuary 2003 and october 2020, a total of 271 patients with a displaced proximal humerus fracture underwent repair with a proximal humerus locking plate. Mean age was 61.5 ± 14.2 and 61.9 ± 13.4 for the equinoxe® and philos® patients, respectively (p = 0.83). Patients were followed at standard postoperative intervals (3, 6, and 12 months or longer). The following complications were reported as follows: philos: screw penetration (n=4), osteonecrosis (n=2), infections (n=2), early hardware failures (n=2), fracture nonunion (n=1), heterotopic ossification (n=1), secondary surgical intervention within one year after index fixation (n=6). This report is for an unknown synthes philos. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - constructs: philos plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.